Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis confirmed the customer reported complaint. The instrument's grip pin was found to be dislodged and missing. The pin measures approximately (B)(4) and was not returned with the instrument. The missing grip pin holds the grips in place. It was determined that the reported failure mode was due to mishandling and misuse. No other damage was found. Intuitive surgical, inc. (Isi) has contacted the site to obtain additional information regarding the reported event; however, no additional information has been provided. A follow-up MDR will be submitted if the instrument is returned (post failure analysis) or if additional information is received. Isi has conducted a device history record (DHR) review for this device and did not find any non-conformances that were related to the reported event. Based on the information provided, this complaint is being reported due to the following conclusion: during a da vinci assisted hysterectomy procedure, a pin from the prograsp forceps instrument fell inside the patient. The patient has retained the pin, as the site was unable to retrieve it. Isi's investigation has determined that reported failure mode was unrelated to a malfunction of the da vinci surgical system, instruments and/or accessory, but rather due to user mishandling/misuse. The instruments and accessories user manual specifically states: general precautions and warnings o handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments.

Event description:
It was reported that during a da vinci-assisted hysterectomy procedure, the surgeon observed that the prograsp forceps instrument was not responding correctly. It was further observed that a pin, that holds the grasping ends together, was hanging from the prograsp forceps instrument. The surgeon attempted to retrieve the hanging pin; however, it fell inside the patient. An x-ray was performed and the pin was visualized on the x-ray. The site defined it as being cylindrical and round in shape and was approximately 2mm x 7mm in size. The surgeon attempted to remove the fragment robotically but was unsuccessful. The surgeon then attempted to remove the pin using traditional laparoscopic techniques for an extended period of time; however, the pin was not retrieved. The planned surgical procedure was completed with the da vinci surgical system and a replacement prograsp forceps instrument. The patient has retained the instrument component.